Event description:
It was reported there was a bubble at the luer lock and bubbles coming from the cartridge. Customer's blood glucose level was elevated (256 mg/dl). During troubleshooting with tandem technical support, customer indicated air bubbles would be removed at a later time.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.